Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead segment (lead was cut during the explant procedure and only the paddle segment was returned for analysis) found multiple opens. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo, only the paddle segment was returned for analysis. The reported did not indicate if the patient had any falls or trauma prior to the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient's scs paddle lead had high impedances on stimulation contacts. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced, resolving the issue.